Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized as they had received inappropriate anti-tachycardia pacing and a shock for rapidly conducted atrial fibrillation. Review of the episode noted oversensing of noise on the shock channel. While the field suspected the source of the noise to be due to potential lead-on-can contact, boston scientific technical services confirmed the noise appears instead to be myopotential in nature. The patient's medications were adjusted, and the ICD remains in service. No additional adverse patient effects were reported.